Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (battery internal resistance test failure) has been confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 102 (charge profile fault) and a service code 110 (overvoltage set - no energy). A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor failed a battery internal resistance test for both of the patient's battery packs.

Event description:
A us distributor reported that a patient's monitor failed a battery internal resistance test for both of the patient's battery packs.

Manufacturer narrative:
Follow-up report #1: additional information - 08/03/2018: device evaluation of monitor sn (B)(4) was completed. The cause for the services codes was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The pads under the capacitor were lifted. The root cause for the damaged c19 capacitor could not be positively identified, but it is likely that the damage resulted from the monitor impacting a hard surface. The monitor enclosure showed signs of physical abuse. Device evaluation of monitor sn (B)(4) is underway. The reported problem (battery internal resistance test failure) has been confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 102 (charge profile fault) and a service code 110 (overvoltage set - no energy). A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.